Event description:
Boston scientific was notified that during the procedure the matrix standard-2d coil suddenly detached itself inside the microcatheter. The physician withdrew the device with a microvena snare. No complications with the pt as a result of this event occurred.